Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6, -6.0/1.0/074 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. On 05/dec/2023 the lens was replaced with a same size , different diopter lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: h3 type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic bent/deformed. Dimensional and functional inspection found the lens to be within specifications. (B)(4).